Manufacturer narrative:
Plant investigation: the sample is not available to be returned to the manufacturer for physical evaluation. Testing of the retention samples was not performed given the small number of samples available and the high unlikelihood of failure detection due to 100% batch testing. A review of the batch records was performed. (B)(4) products originated from this lot and were inspected to protocol and found to be conforming to specification. No indication for any relationship with the reported failure mode was identified. The cause for the failure reported cannot be confirmed based on the current available information.

Event description:
It was reported to fresenius that this hemodialysis (hd) patient experienced a possible dialyzer reaction while utilizing the fx coral fx600 dialyzer. The patient¿s reaction was categorized by a cough and an itchy oropharynx. The patient was switched to the nipro sureflex dialyzer as a result of the event (not a fresenius product). Additional information was provided through the clinic. The patient was scheduled for a regular treatment on (B)(6)2025 on a 5008-family hemodialysis machine, utilizing the fx coral fx600 dialyzer, bloodlines av-set 5008 cordiax post-r and concentrate af80: calcium 1.5, potassium 2.0, glucose 1, with bicarbonate 30mmol/l. The patient¿s treatment mode was hdf post-dilution, and the patient had a fistula accessed by double needles. The blood flow rate was 400ml/min and ultrafiltration rate 745ml/hour. The patient was administered unfractionated heparin 2375/50 (bolus/maintenance). The treatment was initiated at 7:55am. Approximately 30 minutes into the treatment, the patient experienced dialysis related pruritus. The treatment was discontinued. No medical intervention was required. This reaction had been ongoing since the initial hemodialysis treatment four months prior. The symptoms have been increasingly worsening over the last month. The patient does not experience the pruritus outside of hd. The patient¿s dialyzer was changed to the nipro sureflex dialyzer to start at the next treatment. The patient has no known allergies in their history.

Event description:
It was reported to fresenius that this hemodialysis (hd) patient experienced a possible dialyzer reaction while utilizing the fx coral fx600 dialyzer. The patient¿s reaction was categorized by a cough and an itchy oropharynx. The patient was switched to the nipro sureflex dialyzer as a result of the event (not a fresenius product). Additional information was provided through the clinic. The patient was scheduled for a regular treatment on (B)(6) 2025 on a 5008-family hemodialysis machine, utilizing the fx coral fx600 dialyzer, bloodlines av-set 5008 cordiax post-r and concentrate af80: calcium 1.5, potassium 2.0, glucose 1, with bicarbonate 30mmol/l. The patient¿s treatment mode was hdf post-dilution, and the patient had a fistula accessed by double needles. The blood flow rate was 400ml/min and ultrafiltration rate 745ml/hour. The patient was administered unfractionated heparin 2375/50 (bolus/maintenance). The treatment was initiated at 7:55am. Approximately 30 minutes into the treatment, the patient experienced dialysis related pruritus. The treatment was discontinued. No medical intervention was required. This reaction had been ongoing since the initial hemodialysis treatment four months prior. The symptoms have been increasingly worsening over the last month. The patient does not experience the pruritus outside of hd. The patient¿s dialyzer was changed to the nipro sureflex dialyzer to start at the next treatment. The patient has no known allergies in their history.

Manufacturer narrative:
Clinical review: based on the available information, there is a temporal and a likely causal relationship between the fresenius fx coral fx600 dialyzer and the patient¿s reaction (characterized by coughing and itchy oropharynx) as the reaction was reported to have occurred during treatment. Although rare, hypersensitivity or anaphylactoid reactions to dialyzers are a known risk during hemodialysis. The exposure of the patient¿s blood to a foreign substance present in the extracorporeal circuit is the result of an immunoallergic response. Per the instructions for use for the fx 600 coral dialyzer, hypersensitivity reactions may cause mild to severe signs and symptoms, including: itching, flushing, hives, swelling, fever, leukopenia, hypotension, hypertension, shortness of breath with wheezing, arrhythmias, and/or respiratory arrest. Additionally, the IFU states that with severe hypersensitivity reactions, dialysis must be discontinued and aggressive first line therapy for hypersensitivity reactions must be initiated. Blood from the extracorporeal system should not be returned to the patient in cases of hypersensitivity reactions as determined by the physician. The patient¿s treatment was discontinued, and the dialyzer was changed. There is no evidence of an fx coral fx600 dialyzer product deficiency or malfunction, but rather a bio-incompatibility between the patient and the membrane material. However, although there is no allegation or evidence of a product malfunction or deficiency the fx coral fx600 dialyzer cannot be excluded as causing or contributing to the patient¿s adverse event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.